Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated device 'hasn't worked' since 2017. Caller doesn't have additional information. Additional information was received on 2019-feb-19. The cause of the device not working issue is unknown. It is also unknown as to whether or not the device not working issue was due to normal battery depletion. The patient was referred to another hcp for diagnostics. No patient symptoms were reported and no further complications have been reported as a result of this event.